Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intraaortic balloon pump (iabp) unit shutdown while on a patient. The user swapped out console to continue treatment without issue. No patient harm was reported.

Event description:
N/a

Manufacturer narrative:
Corrected data: b3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse successfully completed a simulated treatment with a testing catheter and trainer upon initially testing the unit without issue. The fse identified code 118 "video wdt failed" in the logs which correlates with the event date. The fse replaced the suspected video generator board. The fse calibrated the touch screen, adjusted the date and time (previously incorrectly set) and successfully completed a full function check. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The national repair center(nrc) installed the video generator board along with upper display monitor board into the cardiosave test fixture serial number and tested the boards to factory specifications per procedure and the cardiosave service manual part number. The nrc could not verify the failure of error code 118 "video wdt failed. The video generator board and upper display monitor board passed testing.